Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that a glidewell ht implant failed. The patient bone quality was reported as type ii and their oral hygiene as good. The patient presented for primary procedure on tooth position #18. The patient returned for examination within three weeks of implant placement. The patient reported pain and the doctor observed inflammation and granulation/fibrous tissue around the implant. The provider determined that the implant failed to osseointegrate. The implant was removed and replaced with a similar product. The symptoms resolved after implant removal. The patient had no permanent injury and no additional medical/surgical procedure was required.